Event description:
It was reported that bd syringe 1ml ll plunger movement was difficult / stopper jammed / insecure. Complaint via email. On 25feb2026 was informed of an event with eylea 8mg vial kit which was categorized with the defect component issue ci ¿ stopper separated from syringe plunger. On 25feb2026, the office staff reported the following: ¿unable to push to plunger down to administer the medication".

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.